Event description:
A baxter service technician reported an infusion pump with an 810:04 failure code that was found in the device's event history during service. The hospital representative stated that there has been no report of patient incident involving the pump since the last baxter service event.